Manufacturer narrative:
Continued email address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture of silicone implants.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, d.6b, h6.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. The device has been explanted and replaced.